Event description:
It was reported that the cause of the elevated pump power was hypertension. Thrombus was not confirmed. The patient's treatment was afterload reduction, which resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: power elevations were confirmed in the evaluation of the submitted log file. Although a specific cause for the change in pump parameters cannot be conclusively determined through this evaluation, the customer reported that the power changes were due to hypertension. A correlation between the heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. A review of the patient¿s log file captured several slight elevations in pump power were captured. Pump power ranged from 6.7 watts to elevations as high as 9.4 watts, while estimated flow ranged from 4.9 lpm to elevations as high as 9.2 lpm. Average pi typically ranged from 2.6-7.7 with 30 pi events. A specific cause for the change in pump parameters could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate (hm) 2 left ventricular assist system (lvas), serial number (B)(6) until they received an hm ii to hm 3 exchange on (B)(6) 2021 due to driveline damage (reference MFR # 2916596-2021-05622). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available and lists hypertension as an adverse event that may be associated with the heartmate (hm) 2 left ventricular assist system (lvas). Pump speed, power, flow, and pi are addressed in, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section of the IFU, ¿patient care and management¿, also states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. This section also stated that antihypertensive therapies must be documented. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump power fluctuation was recently seen without any changes in speed. This patient was also eliciting new heart failure symptoms of shortness of breath and feeling fluid overloaded. During their exam, the patient did have excess fluid seen. An echo was obtained in the clinic on (B)(6) 2021 as well with atrioventricular (av) closed 1:1 and left ventricular end diastolic diameter(lvedd) of 6.5 at the same speed of 10200 rpm. An echo, performed on (B)(6) 2021, showed av opening 1:1 with lvedd of 7.2. There were concerns about there being a pump thrombus. However, this could have also been related to the patient's blood pressure (bp) of 140-160 mmhg with a palpable pulse. A review of the log file revealed a low voltage hazard event on (B)(6) 2021 at 1404 while using the power module and appears both power leads were disconnected enabling the backup battery in the controller until power was restored to the power module. The pump powers were pretty stable with just a slight uptick in power over the course of the log.